Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) for the reported event of stent partially deployed. (B)(4) for the reported event of catheter difficult to remove. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal proximal release stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2014. According to the complainant, the stent was implanted to treat an 8 cm malignant stricture due to esophageal cancer. Reportedly, the patient¿s anatomy was not tortuous and was dilated prior to stent placement. During the procedure, the physician attempted to deploy the stent but the last 3 cm of the stent deployment suture could not be released. According to the physician, the stent was still unable to be fully deployed and was also unable to be removed from the patient after many failed attempts. The patient was sent to surgery to cut the stent deployment suture and fully deploy the stent. The stent was left implanted to complete the procedure.